Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she could smell insulin in every bolus. Customer's blood glucose level went up to 490 mg/dl. She was nauseous and had a headache. The customer treated her blood glucose level with a bolus. Small bubbles were present along the tubing length. The customer did not change the site every two to three days. The infusion set cannula was bent. The device was not returned.